Event description:
It was reported that the patient with this pacemaker is in atrial flutter and noted one functionally undersensed right atrial signal due to the cross-chamber blanking period from right ventricular (rv) pacing. The device remains in service. No adverse patient effects were reported.